Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During the procedure, the mechanism for opening and closing the jaws of the suspect device stopped working, preventing the working jaws from opening or closing freely.